Manufacturer narrative:
The reported event of wire lodged in the lead was confirmed. As received, a complete lead was returned in one piece with the stylet inside the lead. Visual inspection noted the polytetrafluoroethylene (ptfe) coating of the stylet was found stripped. The visual and x-ray examination revealed the inner coil at the connector region was found bunched up and clogged with blood and body fluids. The cause of the reported event was isolated to the bunching of the inner coil at the connector region due to the stripped ptfe stylet coating consistent with procedural damage. Electrical testing performed resulted in normal lead characteristics. As a result of this finding, abbott is performing further investigation.

Event description:
During implant, the guidewire remained lodged within the left ventricular (lv) lead. The lv lead was not implanted and replaced to resolve the event. The patient's condition was stable. Further information was requested.